Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-30, information was received from the daughter of a foreign patient via a manufacturer representative (rep). The information regarded a patient receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient was implanted with an infusion pump on (B)(6) 2016. The hcp stated an "unfavorable development" occurred during the implanting procedure. The patient experienced paraplegia. The hcp reported they did not know the cause of the paralysis, and "there isn't a scientific explanation for what occurred". The patient's daughter hoped that the removal of the implant may allow the patient to walk again. The hcp was providing all necessary support to this patient as guidance and work in rehabilitation. The hcp stated that "this clinical condition of the patient [was] not related to possible failure or malfunction of the drug infusion system or its components". It was noted the patient's daughter had researched the implant online and found information that was different than what was on the device manufacturer's website. However, the site the consumer referenced was a private blog that was not sponsored by the manufacturer. The daughter also alleged that the patient did not have to sign any documents regarding the risk of the procedure and their hcp told them it was "totally safe." The hcp reported all the risks of the procedure had already been communicated to the patient and the family and the consent form was signed to carry out the procedure. Further information stated, "as the daughter´s question if the patient's ability to remove the implanted device and that contribute to the rehabilitation of the patient, the doctor says that the chances are small or nonexistent. He believes rather that the removal of this device may adversely affect further the patient's quality of life because the device is controlling chronic pain and withdrawal from it would affect this control. However will discuss this possibility with the patient and family to decide together what they want to do. If you opt for explant it will be done primarily a reduction in the daily dose of the drug to the patient perform the perception of withdrawal of intrathecal therapy and so decide whether evolves explant or remains with the device and therapy."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of report updated to 2016-08-29 due to receiving the translated version of the initial compliant received on 2016-08-29. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-10-03, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was stated, "the physician already confirmed that the paraplegia is not related to the pump".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.